Event description:
It was reported that, prior to implanting the patch, the surgeon felt material protruding from the mesh. The reported material protruding from the mesh was the ring.

Manufacturer narrative:
The recoil ring from the subject product was returned and is in the process of being evaluated. A follow up report will be submitted upon completion of the evaluation.